Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient experienced loss of consciousness and woke up on the floor. The patient reported that they experienced a hypoglycemic event but were not notified because the sensor stopped working due to a wearable failure. The patient declined to provide detailed information about the event but confirmed that the bg reading went back to normal values. A review of performance data shows that the patient's low alert was set to 4.0 mmol/l with the audio set to sound. The urgent low alert is fixed at 3.1 mmol/l and was also set to sound. The no readings alert, which will notify users after 20 minutes of continuous brief sensor issue, was disabled. At 3:42 pm, the patient¿s estimated glucose values dropped below the user low alert threshold, and the app delivered a low alert at partial volume (70%) with an egv of 3.3 mmol/l. At 3:47 pm, the patient¿s egvs breached the urgent low alert threshold and the app delivered an urgent low alert at partial volume with an egv of 2.2 mmol/l. At 3:52 pm, the app delivered another urgent low alert, again at partial volume, with an egv of 2.2 mmol/l. At 3:57 pm, the app delivered a third urgent low alert, this time at full volume, with an egv of 2.2 mmol/l; this alert was acknowledged a minute later. At 4:02 pm, the cgm exhibited a five-minute interval of brief sensor issue. At 4:07 pm, the app delivered an urgent low alert at partial volume with an egv of 2.2 mmol/l. At 4:12 pm, the app delivered another urgent low alert, again at partial volume, with an egv of 2.4 mmol/l. At 4:17 pm, the app delivered a third alert, this time at full volume, with an egv of 2.2 mmol/l. None of these alerts were acknowledged. From 4:22 pm to 4:37 pm, the cgm exhibited brief sensor issue. At 4:37 pm and 4:42 pm, the app delivered two urgent low alerts, both at partial volume, and both with egvs of 2.2 mmol/l. Neither of these alerts were acknowledged. From 4:47 pm to 5:32 pm, the cgm exhibited brief sensor issue. At 5:32 pm, the app delivered an urgent low alert at partial volume with an egv of 2.2 mmol/l. At 5:37 pm, the app delivered another urgent low alert, again at partial volume, with an egv of 2.2 mmol/l. At 5:42 pm, the app delivered a third alert, this time at full volume, with an egv of 2.2 mmol/l. None of these alerts were acknowledged. The cgm another period of brief sensor issue at 5:47 pm that continued until the sensor failed at 7:37 pm; the app delivered a sensor failed alert at partial volume at this time. The sensor failed alert was eventually acknowledged at 9:13 pm later that night. The reported complaint of a sensor failure was confirmed. However, as the patient stated that the issue prevented him from receiving further alerts (suggesting that the hypo happened after the alert acknowledgement at 3:58 pm), and that he did not notice the sensor failure until after waking up (suggesting that he lost consciousness before the sensor failed), the most likely root cause of the hypoglycemic event was determined to be brief sensor issue as this was most likely what was occurring at the time of the patient¿s collapse. The root cause of the brief sensor issue was sensor noise. Use error was also determined to be a contributing factor of the hypoglycemic event as the patient¿s no readings alert was disabled. No additional patient or event information is available.